Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. Initial MDR mailed on (B)(6), 2014.

Event description:
The customer reported that they had finished the clinical CT procedure and were pulling the pt out of the CT gantry when the latch mechanism on the service latch became loose which caused the table to slide out of its detent. Per philips remote service engineer there was no harm to a pt, operator or bystander. The institutions' biomed tech called philips and requested info which the philips remote service engineer forwarded documentation on the latch mechanism and the biomed tech tightened the wing nut on the service latch. An operational check was performed by the biomed tech after the wing nut was tightened.